Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted transgastric to the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the axios stent was fully deployed in the patient's stomach, instead of the desired position of transgastric to the gallbladder. The stent was retrieved from the patient's stomach with forceps and was reloaded onto the delivery system. The stent was then successfully re-deployed in the desired position. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable. The hot axios stent and delivery system is a single use device and is not intended to be reloaded and reused.